Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A sixty-seven-year-old male patient with a history of coronary artery disease and valvular dysfunction received an impella cp device along with veno-arterial extracorporeal membrane oxygenation for management of post-cardiotomy cardiogenic shock consistent with stage d classification. Prior to impella cp placement, the patient experienced multiple episodes of ventricular tachycardia and ventricular fibrillation that required defibrillation, and he was receiving multiple inotropic medications and mechanical ventilation. During insertion of the initial impella cp device, the pump was found to be malfunctioning when connected to the white connector cable; the device was not implanted and was immediately replaced with a second impella cp device, which was successfully inserted. Two days after impella cp placement, the patient was escalated to an impella 5.5 device to provide increased hemodynamic support and facilitate weaning from extracorporeal membrane oxygenation. The patient¿s clinical condition subsequently continued to deteriorate, and the family elected to withdraw care after a day of 5.5 and ECMO support. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella.

Manufacturer narrative:
Corrected information has been provided in d4 (serial). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Ppae: the cause of the injury was not determined due to insufficient clinical details.